Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was also noted there was damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-dec-2018 with the following findings: a review of the black box showed evidence of a short battery life with a drastic voltage drop leading to a call service 177 battery warning. The battery compartment was undamaged, but the battery cap threads were stripped and the cap was unable to fit. The test battery cap was used. The keypad rubber was peeling of at the bottom, and the pump powered up with an unresponsive keypad. The current readings were unable to be adequately investigated for the reported ¿short battery life¿ complaint. The keypad rubber was removed, and the keypad flex was found torn and damaged. The pumps cover was removed, and no intermittent conditions were found to the power printed circuit boards.